Event description:
A 2.5 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an m1 lesion. Lesion morphology was reported as extreme calcification in the lad, lmt and lcx. It is unknown if the lesion was pre-dilated. It was reported that the undeployed stent dislodged from the delivery balloon in the lmt/lcx. The undeployed stent was crushed into the lmt. A second endeavor resolute drug-eluting stent was successfully implanted in the lad. The patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results - severe calcification. Conclusions - severe calcification. (Delivery system).

Event description:
Approximately 3 years and 8 months post the index procedure, it is reported that the patient had coronary artery restenosis which required hospitalization and required revascularization to the proximal lcx and 1st om. Two other brand stents were implanted. The patient is reported to have recovered with treatment. Investigator has indicated that event was definitely related to the study device.